Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn : m365sc8336500; model: sc-2317-50; serial: (B)(4); batch: 20237617.

Event description:
It was reported that the patient was not getting good coverage in the lower back despite reprogramming attempts overstimulation in the legs was also noted. The patient underwent a full system explant procedure. The explanted devices will not be returned as they will be discarded by the medical facility.